Event description:
The home patient (hp) reported feeling pain during the drain phase while using the homechoice cycler for apd therapy. The hp is new to apd therapy and has been using the homechoice system for only a few weeks. Hp contacted baxter's operational support line for assistance when patient experienced pain and was instructed to raise the height of the homechoice cycler. The hp feels that raising the height of the cycler has helped to minimize the pain during pain. Hp described the pain as being similar to when hp's catheter was first implanted. The hp relates that the pain has lessened over time and continues to use the homechoice system with no further difficulties.